Manufacturer narrative:
The insulin pump was received with the operating currents within specification. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and delivery accuracy test at 0.08725 inches. The no delivery alarm functioned properlyduring the basic occlusion and occlusion tests.pump received with cracked reservoir tube lip, cracked battery tubethreads, minor scratched lcd window, missing end cap sticker, andscratched reservoir tube window.

Event description:
The customer reported via phone call that her blood glucose was 501 mg/dl. The patient treated via insulin pump bolus prior to the high blood glucose; after the 501 mg/dl reading the customer treated via insulin pen injection. During troubleshooting the high pressure test was performed twice and the insulin pump failed to alarm both times. The insulin pump was returned for analysis.